Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the hcp contacted manufacturer representative (rep) about an impedance value and the MRI implications. The caller indicated that on the left side the c/0 value was 2567ohms with orange investigate icon. The caller indicated that the values for other electrode pairs were well below this 2567ohm value. Troubleshooting was not required. Technical services (tss) reviewed MRI information. No symptoms were reported. The issue was not resolved.